Event description:
It was reported that, "upon inserting trial liner into tibial baseplate, posterior fragment broke off the tibial trial, under normal use."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.